Event description:
The reporter did meter to lab comparison tests, approximately 10 minutes apart. Rptr's meter reading (capillary test) was 67 mg/dl, and the venous lab test result was 96 mg/dl. Rptr did not have any symptoms. A control test was not done due to lack of supplies. The rptr had not cleaned the contact points on the meter. On follow-up, using new supplies, a control solution test was in range, 134 (95-143). No harm was alleged.